Manufacturer narrative:
Physio-control provided the customer, a biomedical engineer, with technical assistance. It was later confirmed by the biomedical engineer that he evaluated the device and was unable to duplicate or verify the reported issue. The biomedical engineer advised that at least one of the batteries used during the event was approximately 4 years old. The biomedical engineer installed two newer, fully charged, batteries into the device and observed that the unit remained powered on with no discrepancies for several hours. Additionally, he was able to deliver multiple shocks successfully. After observing proper device operation through functional and performance testing the unit was placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined. (B)(4).

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device had lost power during a patient event. The patient was being transported to the hospital when the issue was observed. The customer advised that there were no adverse effects to the patient as a result of the reported issue; however, no further details about the patient, or the event, were available.